Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, he was hospitalized for low blood glucose. The customer stated that his blood glucose levels suddenly dropped prior to the hospitalization. No low blood glucose reading was reported. The medical doctor told the customer that he wanted to take him off of the insulin pump until someone could explain how the insulin pump works. A phone call was made to get additional training for the customer and medical doctor.